Event description:
It was reported that post sensed t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were recommended. There were no reported patient consequences.

Event description:
New information received notes the patient presented for the recommended programming changes on (B)(6) 2024 and received some additional programming changes on (B)(6) 2024, for the post paced t wave oversensing. The patient was stable.